Event description:
It was reported that during an implant procedure the physician was unable to seat the lead into the implantable pulse generator (ipg) header. Multiple attempts were made and post-surgery it appeared the set screw may be obstructing the bore. A different ipg was utilized with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).